Manufacturer narrative:
The product is expected to be returned for analysis. However, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this disposable pressure transducer, the pressure value displayed (120/80 mmhg) was not reliable due to a leakage at the drip chamber (medwatch #34837). The expected value provided was 90/70mmhg(delta 30mmhg) which was measured by a brachial cuff. There was no error message displayed. The patient was not treated according the incorrect values provided. Another one was used and the issue remained (medwatch # 34838). Exact values provided by the second device are not known. There was no allegation of patient injury. Only one device was available for evaluation. As a summary, two medwatch reports were submitted (ref. (B)(4)).

Manufacturer narrative:
Based on further engineering evaluation it was identified that the issue of leakage is related to supplier process and the related component is not processed internally in the edwards manufacturing process. The supplier has been notified regarding the issue on this component in order to perform an investigation to avoid the recurrence of this issue.

Manufacturer narrative:
One pressure monitoring set was received for evaluation. The report of leakage was confirmed however report of inaccurate values was unable to be confirmed. Leakage was detected at the bond joint area between IV spike and drip chamber. Leakage appeared to occur across the joint area. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from dpt cable connector. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
Corrected related report number to h10. The corrections for the initial submission for MFR # 2015691-2023-15293 with a report date of 08/17/2023. Reference medwatch # 34838 is corrected to MFR report number 2015691-2023-15294. The related report number is now included in the corresponding block h10.